Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 5203369. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
The patient was receiving an IV infusion via an indwelling catheter. Due to certain circumstances, the heparin cap was replaced, and five minutes into the infusion, it was discovered that the solution was leaking from the middle section of the heparin cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.